Event description:
The physician performed a plain old balloon angioplasty (poba) procedure in the second diagonal artery. A perforation of unk size occurred. A graftmaster stent graft was successfully placed and sealed the perforation. Reportedly, "it was confirmed that blood leakage was stopped by angiography and ivus (intravascular ultrasound); no trapped pericardial fluid was confirmed by echocardiography." The pt was transferred to the "sickroom." Approx one-half (1/2) hour later, "the pt's blood pressure went down and trapped pericardial fluid was confirmed." The physician determined that the leak was coming from the graftmaster, and attempted to treat the decreased blood pressure and trapped pericardial fluid with "catecholamine administration and drainage," but was unsuccessful. Reportedly, the pt went into shock and died. The cause of death was "cardiogenic shock". Although requested, no additional pt info was provided.